Event description:
It was reported that this pacemaker system exhibited oversensing of noise on this right atrial (ra) lead. Additionally, atrial intrinsic amplitude was noted to be out of range. Technical services (ts) recommended further review. No adverse patient effects were reported. At this time, this lead system remains in service.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.